Event description:
It was reported there was a loss of therapeutic effect. It was noted the stimulation intensity was not the same even though the patient had increased the amplitude. It was also noted the stimulation was not in the correct location. There was no known accident or incident related to this complaint. It was noted the implantable neurostimulator (ins) which was originally implanted in the left abdominal area has 'slipped' and was now more in the hip area. This was first noticed 2.5 months prior. The patient's primary care provider advised the patient to follow up with their health care provider. The lead site also appeared swollen and the leads were sticking out more. There were no recent falls or traumas however the patient had fallen 1-2 times about two years prior and the patient did have x-rays at that time and no changes were mentioned. The last time the patient's device was checked or reprogrammed was in 2008. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377845, lot# v011818, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).